Event description:
A prescription for the diaphragm was presented to the pharmacy. Rptr took the box off the shelf and broke the seal to check the integrity of the diaphragm. There were no tears or holes in it. Rptr sealed the box and dispensed it to the pt. Rptr received a call from the pt in a day or so saying the diaphragm was not this co's, nor was it a size 80. Rptr told her to bring it in and they would examine the product and exchange her diaphragm for the correct one. The product she brought back was another co's size 65. Rptr doesn't know whether the incorrect product was introduced at the MFR or wholesaler's level.